Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found on returned meter: defective (lcd) display. Root cause: rc-041: user/mechanical stress. Note 1: manufacturer contacted customer in a follow-up call on 01-nov-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: manufacturer contacted customer in a follow-up call on 22-nov-2022 - able to establish contact with customer who stated that she has four boxes of true track test strips (lot numbers not provided); customer stated she had tried to return them to place of purchase, but the return had been declined. Lot numbers were not provided. Customer was sent a vial of true metrix test strips as a courtesy.

Event description:
Consumer reported complaint for defective lcd display. Customer stated the true track meter display had a stain. Customer stated she is able to see 888 on the startup screen, but then she sees the stain on the screen. Customer stated the lcd screen was not cracked and that it had no physical damage. Customer stated the true track meter and not been dropped and nothing heavy had been placed on the screen at any time. Customer was unable to provide the test strip lot number; customer was at the pharmacy and stated that she did not have the test strips with her. The customer feels well and did not report any symptoms. Customer did not administer any medication based on results, and no medical intervention related to the displayed results was reported. Customer was upgraded to true metrix product line.